Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) USA alleging that her onetouch ultralink meter read inaccurately low in comparison to her feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation as the patient was not available for follow-up when attempted by medical surveillance (ms). The patient claimed that on november 7, 2014 at 03:30 am, she obtained results of ¿99 mg/dl and 55 mg/dl¿ on the subject meter. The patient detailed that the she manages her diabetes using glumetza pills and insulin, and did not make any changes to her usual diabetes management routine in response to the allegedly inaccurate results. The patient claimed that on november 7, 2014 at 03:30 am, after the alleged inaccuracy, she developed symptoms of ¿dizzy, faint and tired¿ and that at the same time she self-treated by administering 13.2 units of novalog insulin. During troubleshooting, the cca noted that the meter had been set to the correct unit of measure and that the test strips were in good condition and had not expired. The patient did not have control solution available to perform a control solution test. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient¿s reported symptoms do not meet lifescan¿s criteria for a serious hyperglycemic event, nor did the patient receive medical intervention from a healthcare professional. In addition, there is no evidence that the subject device malfunctioned. However this complaint is being reported as a malfunction as the meter readings did not correspond with the alleged symptoms and treatment reported by the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report

Manufacturer narrative:
Follow-up # 1 ¿ (12/29/2014). The patient¿s meter has been returned on 11/21/2014 and evaluated by lifescan product analysis on 12/17/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.